Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due metallosis, loosening, pseudotumor, and elevated levels of cobalt and chromium. Initial implanted in (B)(6) 2007.